Event description:
Patient revised for pain.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product/lot code combinations since their release to distribution. It was initially reported that the product would be provided. To date, customer quality has not received any additional event information and it has since been reported the product would not be returned. An engineering x-ray review was performed. Two x-ray images were provided, one a/p and one m/l. Both images did not show the date of x-ray procedure and they were both of poor image quality. The a/p image suggests subsidence or abnormal slope of the medial tibial plateau, resulting in a varus deformity of the knee. The m/l image suggests an extreme posterior tibial slope. However, it is difficult to determine the immediate post-op position of the tibial base since a chronological sequence of x-ray images was not provided. The revision surgery took place 2.5+ years after the initial surgery according to the notes on (B)(4). Patient bmi information was not provided. The reported complaint of pain and clunking cannot be confirmed with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.